Event description:
It was reported that after use with bd vacutainer® k2 edta (k2e) plus blood collection tubes "plastic" foreign matter was discovered in the tube. The following information was provided by the initial reporter: foreign object (plastic) found in blood sample when did the incident occur? After use "by chance, I choose to double-check the clot in a sample that was missed to be run on sr earlier in the day and during this check a small piece of plastic is found in the blood, it appears to be the same color as the plastic in the cap. No damage occurred, but there was a risk that the piece of plastic could have stuck in an instrument."

Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. D9: device available for evaluation: yes. D9: returned to manufacturer on: 03-oct-2023. H.6. Investigation summary: bd had received 15 samples and 6 photos which were returned by the customer in support of this complaint for catalog 367862, lot number 2292075. The 15 customer samples were visually inspected with no issues being identified. Visual examination of the photos was performed and revealed black foreign matter (fm) on the that was inside of the tube. Bd was able to confirm the customer¿s indicated failure mode with the investigation completed. The exact cause for the customer¿s failure mode could not be determined. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored.

Manufacturer narrative:
The following field has been updated with corrected information: b.3. Date of event: 04-jul-2023 h.6. Investigation summary: bd had not received samples, but 2 photos were returned by the customer in support of this complaint for catalog 367862, lot number 2292075. Visual examination of the photos was performed and revealed black fm on the that was inside of the tube. Bd was able to confirm the customer¿s indicated failure mode with the investigation completed. The exact cause for the customer¿s failure mode could not be determined. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements.

Event description:
It was reported that after use with bd vacutainer® k2 edta (k2e) plus blood collection tubes "plastic" foreign matter was discovered in the tube. The following information was provided by the initial reporter: foreign object (plastic) found in blood sample when did the incident occur? After use "by chance, I choose to double-check the clot in a sample that was missed to be run on sr earlier in the day and during this check a small piece of plastic is found in the blood, it appears to be the same color as the plastic in the cap. No damage occurred, but there was a risk that the piece of plastic could have stuck in an instrument".

Event description:
It was reported that after use with bd vacutainer® k2 edta (k2e) plus blood collection tubes "plastic" foreign matter was discovered in the tube. The following information was provided by the initial reporter: foreign object (plastic) found in blood sample. When did the incident occur? After use. "By chance, I choose to double-check the clot in a sample that was missed to be run on sr earlier in the day and during this check a small piece of plastic is found in the blood, it appears to be the same color as the plastic in the cap. No damage occurred, but there was a risk that the piece of plastic could have stuck in an instrument."

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.